Manufacturer narrative:
Section e1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a routine centrimag battery maintenance test, the system did not pass the battery test and displayed a 'test failed' message.

Event description:
A new battery was placed, which resolved the issue. The machine passed the test following exchange of the battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console¿s battery maintenance test not passing was not confirmed; however, information regarding the battery that could have caused the event to occur was confirmed. The console¿s internal battery (serial number (B)(6)) was not returned for analysis. Records for this battery indicate that the battery was manufactured on 27jun2021 and had expired on 09sep2024, indicating that the battery had been expired for over a year at the time of the reported event. Available information for this event indicates that the cause of the event was isolated to an issue with the internal battery and that the console¿s internal battery was exchanged to resolve the issue. The root cause of the reported event was determined to have been using an expired battery, as the battery being expired could cause the battery to not function as intended which would cause the battery maintenance test to not pass. The internal battery, serial number (B)(6), was observed to have been manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including battery alarms, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual (rev. L, ¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. No further information was provided. The manufacturer is closing the file on this event.